Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. This is an ancillary event. The cause of the reported issue was determined to be use error, tidal total ultra filtration removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013, at 01:11:40. During night drain cycle five, the patient's ultrafiltration reading was 1734ml, indicating the home patient (hp) drained 1374ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.